Event description:
It was reported that, during a cori assisted tka, when one (1) real intelligence robotic drill was plugged it wasn't detected. The handpiece icon on the screen remained grayed out, and the led above the connector was flashing, indicating a loose connection. There were no faults with the handpiece connector itself. An error message appeared when accessed to the drill diagnostics administrator. Additionally, one (1) ri robotic drill attachment and one (1) real intelligence robotic drill tracker were stuck with the handpiece. The procedure was resumed, after a non-significant delay, with a change in surgical technique (manual procedure). No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).